Event description:
It was reported that the pump did not give any alarms during use; successful therapy had continued for approximately three days. During a planned removal of the intra-aortic balloon (iab) what appeared to be blood was found in the gas driving tube. Approximately 5 mm of drained water in the drain bottle was colored red and clots were noticed in the water. As a result, the iab and pump were successfully removed since therapy was being discontinued. There was no medical/surgical intervention required. No delay or interruption in therapy was noted. No report of patient death, complications or injury. The patient outcome is good. Additional information received from teleflex (B)(4) on (B)(4) 2011 stated that the pump is being returned for service. The pump is being checked and the following has been found; blood was observed in the bellows and the pneumatic control system (pcs).

Manufacturer narrative:
Manufacturer control no. (B)(4). Device will not be returned for evaluation.